Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery on (B)(6) 2015, and a longer abutement was placed. The implanted device remains.